Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr confirmed the reported event and determined the most likely cause of the issue is the exhalation valve. After replacing the exhalation valve and performing calibration, the issue was resolved. The fsr performed the operational verification procedure and reported the unit meets service specifications. At this time, the suspect component is not available for return for further evaluation. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The field service representative on-site determined the most likely cause of the reported event is the main printed circuit board assembly. At this time, it is unknown whether or not there was any patient involvement associated with the event.